Manufacturer narrative:
The customer¿s report of backflow from the secondary to the primary was confirmed. Visual inspection showed that the check valve was assembled on the set correctly. Inspection of the check valve under magnification showed that the silicone membrane was centered. Functional testing confirmed backflow indicating a faulty check valve. Testing by the supplier was not able to replicate the backflow; dissection of the valve by the supplier showed no anomalies. The root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, ndc 0338-0049-04, lot y216291, exp (B)(6), 0.9% nacl injection; 500ml baxter bag ndc 0338-0049-03, lot y219113, exp mar 18 (mvi, thiamine, folate) in 0.9% nacl, therapy date (B)(6)2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary infusion of 500 ml multivitamins (mvi) was being hung with new tubing, connected above the pump to a primary infusion of 1000 ml ns which was infusing at 50 ml/hr. The secondary set was back primed and the infusion was programmed at a rate of 250 ml/hr. The drip rate appeared faster than 250 ml/hr so the rate was decreased to 50 ml/hr and then to 25 ml/hr and then the infusion was paused, and each time the fluid continued to drip faster than expected; it was then noted to be back flowing into the primary bag. There was no harm to the patient.